Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by nausea and cloudy effluent. The patient was not hospitalized for the event. The patient was treated with vancomycin (dosage not reported, once a week for three weeks, intraperitoneally). The cause of the peritonitis was touch contamination from the patient not cleaning their hands well enough. The patient was retrained in aseptic technique and had recovered from the event. Pd therapy was ongoing. Additional information was requested but was not available.